Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset possibly due to an electric shock from an outlet on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.